Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient expired; however, the patient was not implanted with an abbott device. Upon further review, the information covered in this record was determined to be non-complaint; however, since a medical device report was submitted prior to this additional information being provided, this record remains documented in our complaint handling system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient was never implanted with heartmate 3 lvas. They had been scheduled for implant, but it was cancelled due to worsening kidney function.

Manufacturer narrative:
A4 patient weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome the patient passed away due to an unknown cause. No additional information was provided.